Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the case, blank display, lost sensor alarm and exposure to moisture found on (B)(6) 2021. The insulin pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The insulin pump powered up properly after battery installation. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. However, the insulin pump had a high sleep current measurement. The insulin pump was monitored for several days, and no blank display noted. The insulin pump was programmed with a test guardian link (3) and a glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed 240mg/dl value properly on the display graph. The insulin pump was monitored while connected to the test sensor and transmitter. No unexpected lost sensor connection alarms or sensor anomalies noted during testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts noted during the testing. No alarms/alerts were found in the history files or traces for the event date. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/electrical board a 1. However, corrosion was found on the electrical board a 1 electrical board a 2, vibrator assembly and battery tube assembly. No corrosion or moisture damage found on the force sensor and motor assembly noted. The original electrical board 2 was cleaned and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was cleaned installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high sleep current measurement due to corrosion on the electrical board a1 and electrical board a2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the pump case. Lost sensor alarm not confirmed. Blank display not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the electrical board a1 and electrical board a2. The insulin pump exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. The insulin pump was exposed to moisture and the pump would not turn on. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.